Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent t5-s2ai fixation. On (B)(6) 2018, post-op, infection was observed at hook placed at t5. Hook had migrated due to fracture. As a result of the event some of the implants around 'superior' the infected area were removed and rod was cut.

Event description:
Transverse process had fractured not the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.